Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -17.5/2.5/111 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2019. The lens was later explanted due to excessive vault. On (B)(6) 2019 a replacement lens of shorter length was implanted and the problem was resolved.

Manufacturer narrative:
Corrected data: b4-date of this report: (B)(6) 2019 in initial MDR is corrected to (B)(6) 2019. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3: device evaluation: lens returned in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found no visible damage to lens and residue on the lens. Claim#: (B)(4).